Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, during the first use in the stomach, the device was able to fire but there was an incomplete staple line distally. In the third moment of use the reload, the same held. They replaced the reload to resolve the issue in order to complete the case. There was no patient injury.